Manufacturer narrative:
Date of event: (B)(6). Date of report: 16aug2019. The manufacturer's field service engineer confirmed the reported nav-ring issue. The front bezel was replaced two different times and the problem still was there. The fse communicated with the customer on multiple occasions and the customer will resolve the issue on their own. Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The manufacturer's field service engineer (fse) encountered the navigation-ring (nav-ring) failure during corrective maintenance. There was no patient involvement.